Event description:
The complainant reported that placement signal was disabled due to a false alarm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The failure mode "placement signal issue" was changed to "optical signal issue" because the cp pump does not have a differential pressure sensor, "placement signal issue" is the failure mode used for devices with that sensor. No product was returned for investigation. The data logs show multiple "impella position in aorta" alarms before the placement signal monitoring was disabled. No mc spikes observed in the logs. It was not mentioned in the clinical details how proper positioning was confirmed. The root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.